Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited an out of range impedance measurement. It was noted that the lead exhibited chronically low impedances. The lead remains in use. No patient complications have been reported as a result of this event.